Event description:
Patient was diagnosed with aortic dissection from left coronary sinus to right subclavian artery. Under deep hypothemic circulatory arrest (dhca), distal aortic anastomotic site was reconstructed with injection of bioglue between disected layers, and a valve sparing inclusion technique was performed using a straight decron graft. On postoperative day 14, patient presented with acute limb ischemia due to femoral artery glue embolism that required surgery.